Event description:
Complainant alleged that during the incoming inspection of the device, it continually displayed a "noisy ECG" and a "no shock advised" message, when analyzing a ventricular fibrillation heart rhythm with a simulator. The complainant indicated that there was no pt involvement in the reported malfunction.